Manufacturer narrative:
Additional information: d9, g3, h2, h3. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 1-2 and 17-18 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue remains unknown.

Event description:
Related manufacturing ref: 3005334138-2021-00618, 2030404-2021-00062. During a ventricular tachycardia procedure, display issues were noted which caused a delay. When the catheter was inserted into the epicardium, catheter navigation was deformed width wise and the grid portion appeared to be flattened. The size balance with a1-a2 was different. Electric potentials of both the ep-lab and ensite are displayed, and they were captured by pacing. The inquiry catheter was also distorted as a whole and displayed in the navigation. The navlink was re-connected, re-validated and power cycled several times. The catheter and cable were exchanged with no resolution. The navigation was displayed in the same shape even though the rv / lv in the heart was not the epicardium. The cims jumper cable and connecting cable and channel were changed with no resolution. Ensite's piu was operating normally with green lighting. The advisor catheter electrodes were hidden one by one with no resolution. Respiratory correction was re-taken with no resolution. The system was changed to carto and the procedure was completed with no adverse patient consequences. However, a one-hour delay occurred.